Event description:
The physician was resecting a fibroid with a hysteroscope. She saw a spark on the scope and a pop noise was heard in the room. This was followed with a small amount of smoke outside the vagina. The scope was immediately removed from the uterus. The scope, resectoscope and bipolar cord were replaced. The camera was replaced. The erbe bipolar machine was replaced. The biomed took the machine and instruments. The physician saw no local injury to vagina or uterus with the new scope. The nurse in charge was notified.manufacturer response: they have never seen or heard of any similar incidents, despite there being at least one other medsun report in database related to sparking hysteroscopes.